Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Functional test passed. Receiver download was retrieved and attached. The were no findings related to the complaint in the receiver download. Customer¿s complaint was not confirmed for receiver (touch screen) intermittent audio due to receiver passed audio hardware testing. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.